Manufacturer narrative:
Na

Event description:
It was reported that the ventilator stopped blowing air while connected to a patient. The patient notified the respiratory therapist that he was not receiving enough air. The patient was removed from the ventilator and bagged until a backup ventilator was brought bedside. It is unknown if the ventilator alarmed when the reported problem occurred. No patient harm reported.